Event description:
This is a report of a home patient (hp) who re-used a cassette following a leak during fill 1 of peritoneal dialysis therapy. The patient was not connected to the homechoice when the patient line began to leak. The patient was then connected to the patient line to resume therapy. The technical service representative had the caregiver end therapy and advised them to notify the patient?s nurse of the possible contamination. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy following a leak in the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.